Manufacturer narrative:
Device evaluation of monitor (B)(4) has been completed. The reported problem (response buttons do not activate device) was confirmed. Upon evaluation, the trace on the rear response button cable was damaged. The cause of the inability to activate the device is the damaged trace. The root cause of the damaged trace could not be positively identified. No adverse event resulted from the defective monitor.

Event description:
A us distributor contacted zoll to report that the response buttons on a patient's monitor would not activate the device.